Event description:
It was reported that a patient presented with ¿evaluation for lumbar fusion-history: low back pain and right leg pain lateral aspect to calf for three years ¿ worsening. In (B)(6) 2011, patient underwent minimally invasive tlif l4-5, l5-s1 with pedicle screw instrumentation, l4 to s1. Cage instrumentation, l4-5, l5-s1. Local bone autograft and infuse were also used. Indication: myelogram revealed severe foraminal spinal stenosis l4-5 <(>&<)> l5-s1 extending far into the neural foramen requiring extensive facet removal in order to adequately decompress. No complications were reported.¿ at the two week post-op follow up, ¿patient was still having back and hip pain but starting to slowly steadily improve.¿ patient was said to be doing well with hardware in good position. Patient was started on water therapy. At one month post-op follow up, patient was said to be ¿doing really well. No leg pain, just some back pain-fairly constant especially with physical activity. Exam- incisions well healed. 5/5 motor strength in lower extremities. X-rays- ap <(>&<)> lateral show pedicle screws in good position. Interbody cages are in good position. Return to work with restrictions.¿ at five month post-op follow up, ¿still having back pain roughly 7-8/10. Gradually getting better but return to work did flare up back pain. Does not have any leg pain. X-rays- ap <(>&<)> lateral- interbody cages are in good position, pedicle screws in good position. Impression: increasing axial pain because of going back to work.¿ in (B)(6) 2012 patient underwent CT of lumbar spine without contrast: indication: ¿low back pain-assess fusion. No evidence of hardware fracture or loosening. Partial anterior interbody fusion is developing at l4-l5 greater than l5-s1. The facets are not fused. No solid posterior lateral bony fusion.¿ a month post CT scan, patient was said to be ¿doing very well. Essentially no back pain. Some occasional exercise ¿induced pain running down the lateral aspect of his right leg down towards the heel of his foot. CT scan shows pedicle screws all in good position. Fusion appears to be consolidating in at l4-5. At l5-s1 fusion is not fully solid but does look like it is in the process of healing. Impression- doing very well. Taper down to loritab 5 twice daily. Return 6 months.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.